Event description:
As reported on (B)(6) 2015, a patient of unknown gender and age presented for an endovenous laser procedure. During the procedure, after the tre-sheath had been placed, the patient experienced shortness of breath, a flushed face, and glossy eyes. The tre-sheath was removed immediately, and the procedure was aborted. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the device involved in the incident is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable devices were discarded by the user and is not available to be returned tot he manufacturer for evaluation. An investigation into the root cause of this event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).